Event description:
The patient reportedly experienced pain at the implant sight and sound quality issues. Programming adjustments were made; however, this did not resolve the issue. Testing showed that the device is functioning abnormally. Revision surgery is being discussed.